Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pt's reservoir was aspirated, 6.1 ml of blood tinged yellow fluid was aspirated. The health care provider then injected 4 ml and then met resistance. A 4 ml of clear fluid was then aspirated. The health care provider was then able to inject 35 ml. The pt was admitted to the hosp for observation. The pt did not have any overdose symptoms. The drug used in the pump at the time of the event was baclofen. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.